Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on january 22, 2025. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and material evaluation of the returned device visual analysis of the returned device determined that the black spots were observed on the posterior view and the particles were measured with a calibrated tappi chart, the size of the particles was less than 0.02 mm² (0.0002cm²) for both, and they were located on the device surface. In addition, the device was received without the thermoform. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The chemical composition for the black spot under fourier transform infrared spectroscopy (ft-ir) results showed a high noise-to-signal ratio with mainly vibrations of pdms due to the particle size; however, further analysis by kastle meyer test showed that the foreign material particles present a biological nature. The source of origin remains unknown. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. The mentor microbiology department provided the device's sterility assurance records. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. In conclusion with consideration of process controls, and data records reviewed on the complaint device, the foreign matter particles in this product complaint are confirmed as a manufacturing defect. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two unspecified gel breast prostheses and experienced bilateral capsular contracture (baker grade 3) post-operatively. As a result, the patient underwent explantation on an undisclosed date. This report is for the left side device.

Manufacturer narrative:
On november 06, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures.  Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 14, 2024, mentor received additional information regarding the patient's date of device explantation. It was reported that the patient's date of device explantation was on (B)(6) 2024. It was reported that the impacted device was a unspecified saline breast prosthesis. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. All relevant information has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).